Manufacturer narrative:
D6a and d6b updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study ID: (B)(6). It was reported that patient presented to ER on (B)(6) 2025 for progressive rle radiculopathy and lumbar pain uncontrolled by current pain regimen. Upon work up, patient found to have a breech of her right s1 screw on the right on CT, likely explaining her exacerbation of pain. Patient taken to operating room on (B)(6) 2025 for hardware revision involving replacement of the right s1 screw with l5-s1 nerve root decompression. No intraop complications reported. Patient observed in house for several days prior to discharge to sar in stable condition on (B)(6) 2025. Onset date on (B)(6) 2025. Description: new onset rle radiculopathy. Interventions: hospitalization on (B)(6) 2025, hospitalization end date on (B)(6) 2025. Medication administration, additional spinal surgery, on (B)(6) 2025. Outcome status: recovered/resolved on (B)(6) 2025. Computed tomography-3 action result: CT l spine - right transpedicular screw is extracortical penetrating the presacral fat and lumbar nerve plexus action date: on (B)(6) 2025. X-ray-2 action result: lumbar x-ray unremarkable action date: on (B)(6) 2025. Site related assessment: causal relationship to study device and procedure.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.